Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. The case was unremarkable with the exception of a small proximal type I endoleak seen on the final angiogram. The physician choose to leave the endoleak untreated and instead take a wait and watch approach. Two to three days post discharge, the patient arrived to another facility's emergency room with a change in mental status after falling at home. The patient was tested for seizure disorder and then discharged home. Six days later, the patient expired at home. CT films sent to the implanting physician's office from the second facility post seizures evaluation showed no evidence of endoleaks, aneurysm rupture of enlargement. Per the physician the graft remained intact. Cause of death is unk.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.